Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag; overall visual revision identified the tip detached. The costumer provides one photos of the pouch, and it was observed that the pouch information matches with the complaint information. The guidewire was returned for the analysis, and it was observed that the coil wire was unraveled due the guidewire was found detached separated approximately 2.7cm from distal tip to the transition point. Additionally, the guidewire was kinked at the distal section. Under microscope it was observed that the core wire was detached separated at the transition point and the coil wire was unraveled and detached.

Event description:
It was reported that coating issue occurred. A 035/145 (bx/1) amplatz super stiff guidewire was used. However, during the procedure, the wire delaminated as the coating at the distal tip of the wire separated and peeled off from its coating. No patient complications were reported.

Event description:
It was reported that coating issue occurred. A 035/145 (bx/1) amplatz super stiff guidewire was used. However, during the procedure, the wire delaminated as the coating at the distal tip of the wire separated and peeled off from its coating. No patient complications were reported.